Event description:
Procedure: hernia. According to the reporter: the pt alleged injury. Pt continues to suffer from unbearable pain and alleges that the mesh has become infected, dislodged, disintegrating, and eroding into (B)(6) body in general.

Manufacturer narrative:
(B)(4).